Event description:
It was reported that a 23-year old caucasian female patient underwent primary breast augmentation with two unknown mentor implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade unknown). The breasts were hard. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).